Event description:
It was reported that the device had high electrical leakage. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The device failed the omnia safety electrical test which will happen with high electrical leakage, verifying the customer complaint. The cause of the electrical leakage and failed electrical test was a faulty heater. The heater was replaced after which the device passed all functional testing as well as our safety electrical test. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.